Event description:
It was reported that during a benign prostatic hyperplasia (bph) procedure, after 31,296 joules, broken tip was noted. The fiber was exchanged and the procedure was completed utilizing the second fiber. Patient outcome: "ok". No injury reported.

Manufacturer narrative:
Event description updated with additional information indicating that the second fiber exhibited diminished vaporization and the procedure was completed utilizing a third fiber.

Event description:
It was reported that during a benign prostatic hyperplasia (bph) procedure, after 31,296 joules, broken tip was noted. The fiber was exchanged and with 105,085 joules used and 15:25 minutes expended the fiber exhibited diminished vaporization and the procedure was completed utilizing a third fiber. Patient outcome: "ok". No injury reported. This event was created for the first fiber.

Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the glass cap shows a circumferential fracture on the distal side of fiber/cap fusion zone of the bevel edge; the fiber proximal to fracture can rotate independently of outer flow tubing; the glass cap exhibits severe devitrification at output window; the metal cap exhibits severe charred detritus adhesion; the outer flow tubing open end exhibits minor scratch marks, and moderate contamination, likely biologic. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: operational context. Additional information: the probable root cause was determined based on heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber. The identified issues noted above may activate the fiberlife function which would modulate the power showing a pulsing beam or system would be placed into standby mode.